Event description:
Caller alleged discrepant results compared with the lab for 4 out of 6 patients. Results as follows: patient 1: date: (B)(6) 2012, inratio: >7.5, 1.9, lab: 2.9. Patient 2: date: (B)(6) 2012, inratio: >7.5, lab: 3.8. Patient 3: date: (B)(6) 2012, inratio: >7.5, 1.6, 5.3, lab: 2.8. Patient 5: date: (B)(6) 2012, inratio: >7.5, >7.5, lab: 2.1. Time between tests: not provided. Patient's therapeutic ranges: not provided. Customer reported differences between inratio and lab results that often involve changes tin dosage of oral anticoagulants. No specific dosage values reported and no indication of whether dosage change was based on the inratio or lab value.

Manufacturer narrative:
Investigation pending.